Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain, myofascial pain syndrome and failed back surgery syndrome. It was reported that today the patient was walking down the hall and the patient felt like stimulation came on and he could feel a light prickling sensation in his upper back on the right side. Stimulation was off at the time and he checked the stimulation and verified that it was still off. This had happened on one other occasion in (B)(6) 2015. There was no trauma or fall that could be related to this issue. The change in therapy/symptoms was considered sudden. Further follow-up is being conducted to determine what the circumstances were that led to the issue and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.